Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02554. It was reported that after the implant procedure a few hours, patient experienced cardiac tamponade due to a new rv lead perforation. The physician elected to explanted the new device and the rv lead since the patient's tissue was not strong enough to hold the lead. The patient was recovering.